Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and adhesion ("adhesions") in a 43-year-old female patient who had essure (batch no. 627077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". The patient's concurrent conditions included thyroidectomy, body mass index normal and high cholesterol. Concomitant products included atorvastatin, levothyroxine and ondansetron (zofran). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 8 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient experienced adhesion (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue") and abdominal distension ("abdominal distention and bloating/gas"). In (B)(6) 2009, the patient experienced weight increased ("weight fluctuations/weight gain/loss: weight increased"). On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches/cephalalgia"). On 1-may-2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/cramping"). On 1-sep-2011, the patient experienced pelvic pain ("severe pelvic pain"), back pain ("back pain"), arthralgia ("joint pain") and myalgia ("muscle pain"). On 1-mar-2013, the patient experienced ovarian cyst ("right ovarian cysts"). In march 2013, the patient experienced adenomyosis ("uterine endometriosis/adenomyosis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain even when not menstruating"), vaginal infection ("chronic vaginal infections"), depression ("depression"), anxiety ("anxiety"), constipation ("constipation"), burning sensation ("intermittent burning sensation in both feet"), menorrhagia ("abnormal bleeding (menorrhagia)/ prolonged menses"), uterine leiomyoma ("fundal fibroids"), adnexa uteri cyst ("paratubal cyst"), connective tissue disorder ("connective tissue pain"), menstruation irregular ("irregular menses") and flatulence ("gas"). The patient was treated with pravastatin, lorazepam (ativan), atorvastatin calcium (lipitor), tretinoin, clindamycin phosphate, mupirocin, thyroid (armour thyroid), surgery (underwent a total hysterectomy with bilateral salpingectomy and right oophorectomy) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, pelvic pain, dysmenorrhoea, abdominal pain lower, adenomyosis, vaginal infection, vaginal discharge, dyspareunia, alopecia, fatigue, weight increased, depression, anxiety, constipation, abdominal distension, burning sensation, vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain and flatulence had resolved and the adhesion, ovarian cyst, uterine leiomyoma, adnexa uteri cyst, back pain, connective tissue disorder, arthralgia, myalgia and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adhesion, adnexa uteri cyst, alopecia, anxiety, arthralgia, back pain, burning sensation, connective tissue disorder, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, flatulence, headache, menorrhagia, menstruation irregular, migraine, myalgia, ovarian cyst, pelvic inflammatory disease, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Approximate weight at the time of essure placement 110.00 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received. Events added per pfs: adhesions, right ovarian cysts, fundal fibroids, paratubal cyst, back pain, connective tissue disorder, joint pain, muscle pain, gas, irregular menses. Concomitant conditions were added. Event outcome was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") in a 43-year-old female patient who had essure (batch no. 627077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". The patient's concurrent conditions included thyroidectomy. Concomitant products included levothyroxine and ondansetron (zofran). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 8 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuations/weight gain/loss") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), fatigue ("chronic fatigue") and abdominal distension ("abdominal distention and bloating"). On (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches/cephalalgia"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). In (B)(6) 2013, the patient experienced adenomyosis ("uterine endometriosis/adenomyosis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), abdominal pain lower ("lower abdominal pain even when not menstruating"), vaginal infection ("chronic vaginal infections"), depression ("depression"), anxiety ("anxiety"), constipation ("constipation"), burning sensation ("intermittent burning sensation in both feet") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, pelvic pain, dysmenorrhoea, abdominal pain lower, adenomyosis, vaginal infection, vaginal discharge, dyspareunia, alopecia, fatigue, weight fluctuation, depression, anxiety, constipation, abdominal distension, burning sensation, vaginal haemorrhage, menorrhagia, migraine, headache and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, burning sensation, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Most recent follow-up information incorporated above includes: on 6-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient details, other relevant history and concomitant drug were added. Essure lot number added and implant date updated. New events abnormal bleeding (vaginal, menorrhagia), bloating and gas and migraines, headaches/cephalalgia, abdominal pain and did not undergo essure confirmation testing were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2013, the patient experienced adenomyosis ("uterine endometriosis/adenomyosis"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain even when not menstruating"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations"), depression ("depression"), anxiety ("anxiety"), constipation ("constipation"), abdominal distension ("abdominal distention and bloating") and burning sensation ("intermittent burning sensation in both feet"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic inflammatory disease, pelvic pain, dysmenorrhoea, abdominal pain lower, adenomyosis, vaginal infection, vaginal discharge, dyspareunia, alopecia, fatigue, weight fluctuation, depression, anxiety, constipation, abdominal distension and burning sensation outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, burning sensation, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.